Event description:
It was reported that the patient presented at the emergency room with shortness of breath and chest pain. Interrogation of the patient's device indicated a possible right ventricular (rv) lead fracture as the pacing thresholds were high with no capture, there was also high impedance and undersensing with no visible electrogram. The rv lead was capped and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg implanted (B)(6) 2008. (B)(4).